Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 07aug2019. Additional information was received clarifying that the ventilator did not produce an alarm but it was producing a noise. The field service engineer confirmed that the noise was coming from the blower due to a deviation of the blower caused by the transportation of the unit. Per our standard operating procedure for medical device reporting determination, a noisy blower is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator produced an alarm. The nature of the alarm is still unknown. Further information has been requested. There was no patient or user involvement.